Event description:
During a routine shift check by a clinician, the device displayed a "defib fault 72" message. The device also failed to display an ECG signal. Complainant indicated that there was no pt involvment in the reported malfunction.